Event description:
User received discrepant results for multiple assays for a total of seven patient samples. All repeat testing was performed on another analyzer at the site. Sample 3: original troponin t result was 0.095ng/ml, repeat result was 0.010 ng/ml. The erroneous results were reported. The user stated it is unknown if patients were adversely affected. The field service representative determined the cause to be a dirty sample flowpath to the measuring cell. He performed three service level flowpath cleanings and checked the fluid connections for leakage. Performance tests were performed which were within specification.

Event description:
User received discrepant results for multiple assays for a total of seven patient samples. All repeat testing was performed on another analyzer at the site. Sample 7: original troponin t result was 0.037 ng/ml, repeat result was 0.010 ng/ml. Original ckmb result was 5.48 ng/ml, repeat result was 3.96 ng/ml. Original myoglobin result was 47.80 ng/ml, repeat result was 22.37 ng/ml. The erroneous results were reported. The user stated it is unknown if patients were adversely affected. The field service representative determined the cause to be a dirty sample flowpath to the measuring cell. He performed three service level flowpath cleanings and checked the fluid connections for leakage. Performance tests were performed which were within specification.

Event description:
User received discrepant results for multiple assays for a total of seven patient samples. All repeat testing was performed on another analyzer at the site. Sample 1: original troponin t result was 0.044 ng/ml, repeat result was 0.010 ng/ml. The erroneous results were reported. The user stated it is unknown if patients were adversely affected. The field service representative determined the cause to be a dirty sample flowpath to the measuring cell. He performed three service level flowpath cleanings and checked the fluid connections for leakage. Performance tests were performed which were within specification.

Event description:
User received discrepant results for multiple assays for a total of seven patient samples. All repeat testing was performed on another analyzer at the site. Sample 5: original troponin t result was 0.081 ng/ml, repeat result was 0.010 ng/ml. Original ckmb result was 3.28 ng/ml, repeat result was 1.72 ng/ml. The erroneous results were reported. The user stated it is unknown if patients were adversely affected. The field service representative determined the cause to be a dirty sample flowpath to the measuring cell. He performed three service level flowpath cleanings and checked the fluid connections for leakage. Performance tests were performed which were within specification.

Event description:
User received discrepant results for multiple assays for a total of seven patient samples. All repeat testing was performed on another analyzer at the site. Sample 2: original troponin t result was 0.058 ng/ml, repeat result was 0.069 ng/ml and 0.010 ng/ml. The erroneous results were reported. The user stated it is unknown if patients were adversely affected. The field service representative determined the cause to be a dirty sample flowpath to the measuring cell. He performed three service level flowpath cleanings and checked the fluid connections for leakage. Performance tests were performed which were within specification.

Event description:
User received discrepant results for multiple assays for a total of seven patient samples. All repeat testing was performed on another analyzer at the site. Sample 6: original troponin t result was 0.37 ng/ml, repeat result was 0.010 ng/ml. Original ckmb result was 5.63 ng/ml, repeat result was 4.26 ng/ml. The erroneous results were reported. The user stated it is unknown if patients were adversely affected. The field service representative determined the cause to be a dirty sample flowpath to the measuring cell. He performed three service level flowpath cleanings and checked the fluid connections for leakage. Performance tests were performed which were within specification.

Event description:
User received discrepant results for multiple assays for a total of seven patient samples. All repeat testing was performed on another analyzer at the site. Sample 4: original troponin t result was 0.090 ng/ml, repeat result was 0.089 ng/ml and 0.10 ng/ml. The erroneous results were reported. The user stated it is unknown if patients were adversely affected. The field service representative determined the cause to be a dirty sample flowpath to the measuring cell. He performed three service level flowpath cleanings and checked the fluid connections for leakage. Performance tests were performed which were within specification.